Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The cause of failed pulse test is a thermally damaged resistor r45 on the defibrillator board. R45 controls the rate of charge of the high-voltage capacitors. The cause of the thermally damaged resistor is excessive current. The cause of the excessive current is an intermittent connection at high-voltage capacitor c20. The cause of the intermittent connection is a fractured solder connection on the negative lead of c20. The cause of the fractured connection is likely severe mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.